Event description:
During product evaluation the pump¿s air in line printed circuit board (ail pcb) was out of calibration. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The facility reported a pump with failure code 810:04. This failure occurred during set-up of the device. Evaluation summary: the condition of a ail pcb being out of calibration was confirmed. The pump was repaired a a baxter depot. Failure code 810:04 was manifested as a result of this condition. The pump's pump head module (phm) was replaced to correct this condition.